Manufacturer narrative:
Investigation summary - material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. Twelve photos and one video were received for investigation: --the video clip shows the bottom of two tubes to feature a small white clump of particles on top of the sensor. --six photos each show the bottom of one or three tubes from batch 3274853 with a white clump of particles on top of the sensor in each tube. --one photo shows four tubes from batch 3248453 with significantly low fill in each tube. --four photos each shows one, two or eight tubes from batch 3187526 with significantly low fill volume in at least one of the tubes in the photos. --one photo shows three tubes with significantly low fill in one of the tubes. Batch 3187526 the batch history record for batch 3187526 was satisfactory per internal procedures. Filling, torquing and packaging processes were within specifications. In process checks were performed at the designated intervals during manufacturing. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure and fill volumes were within specifications. The complaint history was reviewed, and no other complaints have been taken on batch 3187526. Retention samples from batch 3187526 (100 tubes) were available for inspection. Retention tubes were inspected and 0/100 tubes had low fill volume. All tubes had the expected number of media in each tube. The photos received for this investigation show low fill volume in tubes from batch 3187526. No return samples were received for investigation. This complaint can be confirmed for low fill volume in batch 3187526. Batch 3278453 the batch history record for batch 3278453 was satisfactory per internal procedures. Filling, torquing and autoclaving processes were within specifications. In process checks were performed at the designated intervals during manufacturing. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure and fill volumes were within specifications. The release testing that is performed on this product does include review of its color and clarity. Samples representative of the batch are inspected to ensure that they conform to typical levels. The appearance of this batch was satisfactory per internal procedures. Also, s part of the release criteria for this product, the bhr is reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed, and the only other complaint on batch 3278453 was also taken from this customer (complaint number (B)(4). Retention samples from batch 3278453 (100 tubes) were available for inspection. Retention tubes were inspected and 0/100 tubes had low fill volume or microbial growth. White particles were observed in 37/100 retention tubes. For investigation, a gram stain was performed on the white particles in affected tubes and short gram-negative rods were observed. Three affected tubes were incubated at 33 to 37 degrees c and no microbial growth was observed at 7 days incubation. The observed particles are non-viable contamination. The photos received for this investigation show the white particles found to be non-viable contamination and low fill volume in tubes from batch 3278453. No return samples were received for investigation. This complaint can be confirmed for non-viable contamination and low fill volume in batch 3278453. This complaint is not confirmed for viable biological contamination in batch 3278453. Batch 3324976 the batch history record for batch 3324976 was satisfactory per internal procedures. Filling, torquing and packaging processes were within specifications. In process checks were performed at the designated intervals during manufacturing. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure and fill volumes were within specifications. The complaint history was reviewed, and no other complaints have been taken on batch 3324976. Retention samples from batch 3324976 (100 tubes) were available for inspection. Retention tubes were inspected and 0/100 tubes had low fill volume or loose caps. All tubes had the expected number of media in each tube. No tubes from batch 3324976 were seen in the photos provided. No return samples were received for investigation. This complaint cannot be confirmed for low fill volume or loose caps in batch 3324976. Batch 4095390 the batch history record for batch 4095390 was satisfactory per internal procedures. Filling, torquing and packaging processes were within specifications. In process checks were performed at the designated intervals during manufacturing. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure and fill volumes were within specifications. The complaint history was reviewed, and no other complaints have been taken on batch 4095390. Retention samples from batch 4095390 (100 tubes) were available for inspection. Retention tubes were inspected and 0/100 tubes had loose caps. All tubes had the properly torqued caps. No tubes from batch 4095390 were seen in the photos provided. No return samples were received for investigation. This complaint cannot be confirmed for loose caps in batch 4095390. No complaint trends for the defects evaluated for this complaint have been identified; no actions are indicated at this time. Bd will continue to trend complaints for defects.

Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, mold contamination was observed in an unspecified number of tubes. In addition, the user noted sediment at the bottom of the tubes and fill volume issues. There was no health impact or consequences reported.

Manufacturer narrative:
B.3. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, mold contamination was observed in an unspecified number of tubes. In addition, the user noted sediment at the bottom of the tubes and fill volume issues. There was no health impact or consequences reported.